Event description:
It was reported that, "approx 2 1/2 years ago, the pt's knee started to hurt and he underwent arthroscopic surgery. He tripped and a short time later the knee pain progressed. Two years ago he had a knee replacement which he thought was clicking. He then had to have the acetabulum in his hip replaced which ceased the clicking problem. However, since the hip surgery his knee replacement began to be more and more painful. He can use a stationary bike and other exercise equipment with no pain, but his knee is very painful when walking and standing (weight bearing). His surgeon wants to go in arthroscopically and remove scar tissue which he believes is causing the pain."

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat# 5520-b-600, lot# zsnj, description: triathlon prim tib baseplate - cemented. Cat# 5530-g-609, lot# mhjl1w, description: triathlon cr x3 tibial insert. Cat# 5551-g-350, lot# 965k, description: triathlon asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.